Event description:
A report was received that the patient was having difficulty charging the ipg. It was believed that the ipg was too shallow and was tilted in the pocket. Database analysis revealed no anomalies. The patient underwent a pocket revision wherein the ipg was implanted deeper in the pocket. The patient was reportedly doing well.